Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery issue when the device is plugged in. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a battery issue when the device is plugged in. The customer reported that the external battery goes off, when the device is plugged in. The customer requested onsite service. The device was evaluated by a field service engineer (fse), and it was reported that they were unable to confirm the issue. No error codes were found during the evaluation. As a precaution, the fse ordered a replacement power supply, and power cord. The fse replaced both the power cord, and power supply, and the device was tested per the manufacturer's recommendations. The device was returned to service.